Event description:
It was reported that the left ventricular lead had high pacing threshold and appeared to be dislodged. The lead was partially removed. A new left ventricular lead was attempted but could not be implanted due to patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead measuring 49.5 cm was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically melted but not breached and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2010; 6935 implantable tachy lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.